Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided section a3a, a3b: sex, gender: unknown/not provided section a4: weight: unknown/not provided section a5: ethnicity: unknown/not provided section a6: race: unknown/not provided section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single-piece preloaded toric intraocular lens (iol) was inserted into the patient¿s eye. During insertion, it was observed that the trailing haptic became entangled around the inserter. The surgeon attempted to disengage the haptic using a tyer tool; however, the haptic fractured during this maneuver. The affected iol was explanted and replaced with a backup iol of the same model and diopter.

Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection revealed that the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip but were in specification for a used device. No issues were identified with the cartridge, lens module, device assembly, plunger rod, and plunger rod advancement. The lens was cut in half and one lens half was received coated in viscoelastic residue. The lens half was cleaned; the lens was scratched and the haptic was detached. The complaint issue "delivery issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 18, 2026. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.